Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was going off every 6-8 hours with no power. The customer¿s blood glucose level was 220 mg/dl. The customer also stated that the insulin pump was warm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No heating up noted. However, device received with high sleep current due to corroded electronic assemblies. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to communicate with sensor due to corroded electronic assemblies. Device received with corroded motor home switch.